Manufacturer narrative:
Initial reporter name and address: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported for right side "implant internal deterioration, not recovered. Implant rupture can not be denied. It was considered to be the internal deterioration. Punctate hyperechoic echo was confirmed internally. Banding hyperechoic echo was confirmed on the dorsal side internally". The device remains implanted.